Event description:
It was also reported there was no ventricular channel output. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Heart lead flex is out of electrical specification. There is evidence that a non medtronic person had disassembled and reassembled the device. Connector on the display is broken. Missing screws for heart lead flex. Battery contacts are not staked into the case (loose). Heart lead flex o-ring is broken and glued into the case. Battery release spring is bent.